Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97713, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754 serial# (B)(4); product type recharger product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3987a, lot# lb8879, implanted: 2004 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 3987a, lot# lb8879, implanted: 2004 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 97713, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had 2 implantable neurostimulator (ins) implants; one for the right arm and one for the left arm. The patient had no stimulation sensation in the left arm. This was noticed the day prior to this report. The patient had turned down stimulation and laid down for a nap. Following the nap, she increased stimulation but did not feel any sensation. The right side was noted to be normal. Patient programmer functions were reviewed and it was noted that stimulation was shown to be on, both batteries were half full, amplitude was set to 1.20 volts, and the rate to be at 1.30. It was noted that she did not adjust the rate often and both settings were where she normally would have them. Stimulation was increased to 1.25 volts, followed by 1.30 volts, and the patient still did not feel stimulation. The patient was noted to have an appointment with her healthcare provider (hcp) on 2014 (B)(6). Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention took place, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.